Event description:
Patient initially presented in late 2011, with left-sided pain and pressure along with stress urinary incontinence.the left-sided pain and pressure began with a cesarean section in 2007; however, acutely worsened after an anterior and posterior repair with mesh and solyx sling placement in 2010. The patient had a partial vaginal mesh removal on the left side, but that did not improve her pain at all. At her previous visit in december, physical therapy was recommended. She has been doing physical therapy for more than 3 months. Initially, she felt some lessening in her daily pain; however, as she increased her activity, the pain returned as it was before.the pain is constant and feels like a pressure or pulling pain, is worse with bearing down. She feels it radiates from her left pubic area down through her vulva. Though the pain is constant, she has flares of the pain that worsen with activity.